Event description:
The suture material frayed at the "swage" point while suturing a teflon collar on the aneurysm. The procedure was a repair of an aortic aneurysm. The pt's condition was reported as being satisfactory.